Event description:
Unomedical reference number (B)(6). Event occurred in united states. On (B)(6)2024, the customer reported that the infusion set cannula was bent, within 3 or more hours after insertion. The duration of use of infusion set was between 2 days. The blood glucose level was displayed as high. The patient replaced infusion set (ifs) and performed correction bolus via pump. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.